Event description:
It was reported that the device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the surgeon inserted the trocar and the safety popped right after going through the skin. He removed the trocar and tried to reset (reload) but it would not reset (lock). The surgeon opened a new trocar which worked fine. There was no consequence to the pt.